Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to removed the dental implant during its installation surgery because its lack of primary stability. The implant was not replaced at the same surgery.